Event description:
Svc lead impedance warning on (B)(6) 2023. Rv defib lead impedance warning on (B)(6) 2023. Left ventricular lv1 to lv2 lead impedance warning on (B)(6) 2023. Rv bipolar lead impedance warning on (B)(6) 2023. Rvtip to rvcoil lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Reference reports: mw5119441 and mw5119442.